Event description:
Valiant navion stent grafts (vnmc3737c90tu / vnmc3737c182tu) were implanted during the reintervention of a prior thoracic aortic repair. The patient had 2 existing valiant captivia stent grafts implanted 5 years previously. It was reported core lab review of CT imaging taken approximately 2 years post the navion implant identified a new type ii endoleak. The max aortic diameter was noted as 71.mm. The imaging was na for aortic enlargement. No stent ring enlargement or stent ring migration was observed. The imaging was noted as non evaluable for stent fractures. It was noted on image review - unable to fully identify navion devices, but largest strut measured and sre for both 37x37 devices.  It was reported the patient expired on an unknown date. The cause of the type ii endoleak and death is undetermined.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmc3737c182tu, serial/lot#: (B)(6), ubd: 24-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.